Event description:
A customer contacted beckman coulter (bec) reporting that the probe was leaking after sample aspiration on the coulter ac*t diff hematology analyzer. The customer was unable to determine volume of leakage. The leak was not contained within the instrument. The customer tried cleaning the probe wipe and bleaching the vacuum line but continued to drip. Service request was initiated. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse observed the probe wipe leaking immediately after aspiration. The fse indicated that the instrument was still being used upon arrival, as the customer had not shut it down or stopped using it and there were no errors associated with the probe wipe leak. The fse resolved the leak by replacing the old vacuum lines from valve 8 (lv8) because it was not sealed properly on the ports of the vacuum isolator chamber (vc1) which caused the vc1 to lose vacuum causing the probe wipe to leak. The fse also replaced the probe wipe for incidental measures. Failure mode: vacuum lines from valve 8 (lv8). Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).